Manufacturer narrative:
(B)(4). The devices were not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the devices are identified and returned, an evaluation will be completed and supplemental reports will be submitted.

Event description:
It was reported that two spectrum pumps were clotting during therapy while the pump was running on low rate (medication, programmed amount and delivery rate unknown). It was also reported there was no patient injury. All the information regarding the patient and event reported to baxter by the customer has been reflected in this report.